Manufacturer narrative:
This report is being updated to provide additional/corrected information provided by the customer. Additional/corrected information is reported in b5. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Update: additional information provided by the customer: the event occurred before a procedure. No other devices were involved in the event. There was no delay in the procedure. The intended procedure was completed with a different device (model and serial number of replacement device not provided).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, d10, g4, g7, h2, h3, h4, h6 and h10. The device was returned to olympus for evaluation. The repair center was unable to confirm the customer's complaint regarding the display not showing, but confirmed the complaint regarding the device needing a new o-ring. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image displayed occurred because an abnormality was detected in the internal circuit due to the failure of the pressure sensor mounted on the main board. When confirming the contents in the instruction manual regarding no image, the following was described in chapter 7.1 "troubleshooting guide": "problem: all leds are turned off. Possible cause: an error is detected in the internal circuitry of this product." Additionally, the failure of the high pressure hose o-ring may have occurred by the following factors: 1. It was scratched by an external impact. 2. It was deformed by tightening with more force than expected.

Manufacturer narrative:
The device referenced in this report has been received by olympus for physical evaluation. Preliminary findings. The investigation is ongoing. The definitive cause of the customer's experience can not be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using a high flow insufflation unit, pressing the lumen mode button darkens the display panel and it cannot be used, the display does not show. There was no impact to the patient as a result of this occurrence.